Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) hospital reported cns freezing while printing EKG strips on main unit pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that the screen froze whenever customer was trying to print their EKG strips on the recorder. Nkts could duplicate the issue and assisted in troubleshooting. The issue self-resolved after nkts restarted the unit and checked all the connections and tightened all connections that looked loose. Nkts also moved the connection for the mouse to the front of the central. The issue could never be replicated since then. Investigation conclusion: root cause of the issue could not be identified as the unit was functioning as per specification after nkts restarted the monitor and tightened all the connections. The possible causes of the issue have been identified in fish bone / cause and effect / ishikawa diagram for cns screen freezing in root cause method section. The warranty of the device expired on 11/30/2014. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Correction: f9. Approximate age of device: incorrectly calculated.

Event description:
The customer reported that the central nurses station (cns) keeps freezing while in use.

Manufacturer narrative:
The customer reported that the central nurses station (cns) keeps freezing while in use. The customer tried rebooting the device which resolved the issue for a few hours, however, a few hours later the issue occurred again. Customer rebooted the device again to temporarily resolve the issue. There are no issues with the hard drive or network connectivity. After monitoring this issue closely at the hospital, the biomed reports that the cns freezes when trying to print their EKG strips on the recorder. Biomed restarted the unit, verified no loose connections and moved the connection for the mouse to the front of the cns. The issue has no occurred since the biomed tightened all connections to the cns. Customer was unable to find the root cause for the issue but has verified that the issue has not returned.

Event description:
The customer reported that the central nurses station (cns) keeps freezing while in use.